Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported receiving calibration errors, falled by a change sensor alert. Customer's blood glucose was 448 mg/dl, which she treated with her insulin pump. The customer was advised the sensor would be replaced.